Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with the order for the replacement part to get power back to the monitor to use for cases. An investigation is ongoing to obtain additional information regarding the reported event. The device was not returned to the service center for evaluation. The instruction manual states in the "if the power fails to come on" section "when the power fails to come on, turn the video system center off. Then check the video system center referring to chapter 9, "troubleshooting." If the power still fails to come on, contact olympus."

Event description:
The service center was informed there was no image monitor display. The user facility had an electrician come on-site to troubleshoot and it was determined that the ac adapter was the cause of failure. There was no patent involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the indication phenomenon was caused by failure of the ac adapter. It was presumed that 8 years and 2 months have passed since the subject product was delivered, therefore it was damaged due to aging deterioration.